Event description:
Customer reported a no delivery alarm occurred after a bolus delivery. The customer stated the alarm occurs when there is less than 50 units of insulin remaining in the reservoir. Customer's blood glucose was 267 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. The customer also stated her cannula was not bent. The customer was advised to change her infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).